Event description:
There was an allegation of questionable elecsys vitamin b12 immunoassay results for 1 patient sample on a cobas e 411 immunoassay analyzer. The initial b12 result was 126.4 pg/ml. The sample was repeated twice and the results were approximately 155 pg/ml and 165 pg/ml. An aliquot of the sample was also sent to another laboratory where it was tested on a siemens analyzer and the b12 result was 224 pg/ml.

Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Manufacturer narrative:
It was found that the customer only centrifuges patient samples for 5 minutes, which is too short. The qc recovery data provided was acceptable. The field service engineer (fse) performed periodic maintenance on the analyzer. The investigation did not identify a product problem. The root cause of the event could not be determined.